Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred with multiple cartridges during the load process. Blood glucose was 173 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.